Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient's wife, the patient went to the restroom inside of a restaurant and when he came out the unit was no longer working. The patient's wife claims that he passed out and an ambulance took him to the emergency room because his oxygen level was low. Once at the hospital the patient received o2 and was sent home. The patient's wife stated that the unit would not fully charge and was beeping before they left the house. The patient's wife also reported that there was an alternative oxygen supply at home but not at the restaurant during the event. The patient has a history of copd and pulmonary fibrosis